Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced high glucose while using the ilet system, with continuous glucose monitor readings peaking at 266 mg/dl and improving after the user filled the tubing, reconnected, and refilled the cannula; the user wears an inset infusion set on the abdomen and uses a g7 sensor. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings and insufficient information to identify a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.